Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had the concurrent procedures of cystocele repair, sacrospinous ligament suspension performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, and dyspareunia. It was reported that due to pelvic pain and mesh erosion, dyspareunia, urinary frequency and nocturia the patient underwent a mesh revision, the removal of anterior vaginal wall mesh with anterior colporrhaphy and cystoscopy with hydrodistention on (B)(6) 2012. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pain, infections and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent cystoscopy retrograde double j stenting on (B)(6) 2015 due to left ureteral calculous. No additional information was provided.